Manufacturer narrative:
Follow up #1 - device evaluation: the meter has been returned to animas and evaluated on 09/22/2015 with the following findings: an error 8 message was not observed in the device¿s history. When the meter was powered on an error 1 sub code 8 was observed. The error message could not be cleared.

Manufacturer narrative:
The meter remote has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a meter error (error 8) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.